Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and device dislocation ('migration of essure device') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(4)2008, the patient had essure inserted. On (B)(4)2011, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rheumatoid arthritis ("autoimmune disorder type of disorder: ra (rheumatoid arthritis)") and fibromyalgia ("fibromyalgia"), 3 years 3 months after insertion of essure. On (B)(4)2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, rheumatoid arthritis and fibromyalgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device dislocation, ectopic pregnancy with contraceptive device, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, rheumatoid arthritis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(4)2008, (B)(4)2011. The plaintiff experienced other pregnancy episodes in new case. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy'), device dislocation ('migration of essure device'), genital haemorrhage ('heavy abnormal bleeding') and rheumatoid arthritis ('autoimmune disorder type of disorder: ra') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"), 3 years 3 months after insertion of essure. On (B)(6) 2015, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy, device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, rheumatoid arthritis and fibromyalgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device dislocation, ectopic pregnancy, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, rheumatoid arthritis, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008, (B)(6) 2011. The plantiff experienced other pregnancy episodes in new case. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received: new events- pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), ra,fibromyalgia, migration of essure device, device monitoring procedure not performed, device ineffective were added. Aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.